Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2030821 of echo-hd-22-ebus-o-c was returned opened in its original packaging. The standard list of questions was not willing to be answered by the customer and it was confirmed in the complaint form that a fuji scope was used for the procedure. The device related to this occurrence underwent a laboratory evaluation on 08 august 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. The distal end of the needle was observed to be kinked approx. 1.5cm from the tip of the needle. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2030821 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109) image review: an image was not returned for evaluation. Root cause analysi a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the kink observed approx. 1.5cm from the tip of the needle could have been induced by the scope which in turn may have caused the needle retraction issue. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-nov-2023.

Manufacturer narrative:
PMA/510(k) # k210476.investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to retract needle, lot mentioned was c2020821 but this is not found- logged on similar lot nr ( assuming typo) "as per cc form": they cannot retract the needle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The customer is not willing to answer the additional questions. They say they do not have time for an interview.